Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿pca modules that completely shut off while programmed and infusing¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that there were three pca modules that completely shut off while programmed and infusing was not determined because no product or device logs were returned. The reported issue that there were three pca modules that completely shut off while programmed and infusing could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported that within the last week there were three pca modules that completely shut off while programmed and infusing. It was noted that the pumps seem to lose connectivity and then shuts off and all administration history is erased. Because of the event, it has led to the nurses having to obtain key and completely reprogram the pumps. The customer stated no further information is available.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿pca modules that completely shut off while programmed and infusing¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that there were three pca modules that completely shut off while programmed and infusing was not determined because no product or device logs were returned. The reported issue that there were three pca modules that completely shut off while programmed and infusing could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes. No product returned.

Event description:
It was reported that within the last week there were three pca modules that completely shut off while programmed and infusing. It was noted that the pumps seem to lose connectivity and then shuts off and all administration history is erased. Because of the event, it has led to the nurses having to obtain key and completely reprogram the pumps. The customer stated no further information is available.

Event description:
It was reported that within the last week there were three pca modules that completely shut off while programmed and infusing. It was noted that the pumps seem to lose connectivity and then shuts off and all administration history is erased. Because of the event, it has led to the nurses having to obtain key and completely reprogram the pumps. The customer stated no further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that within the last week there were three pca modules that completely shut off while programmed and infusing. It was noted that the pumps seem to lose connectivity and then shuts off and all administration history is erased. Because of the event, it has led to the nurses having to obtain key and completely reprogram the pumps. The customer stated no further information is available.